Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was high; the exact value was not provided. The customer does not believe the pump was working properly and reverted to another daily insulin injections to manage diabetes. The customer declined tandem technical support's offer to troubleshoot to confirm that the pump was operating as expected.